Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Blood glucose level at the time of the call was 400 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).